Event description:
The customer reported that burning odor was coming from operating table. No injury or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation identified an installation failure of the battery. Due to this incorrect installation a collision occurred between the battery and a metal part when the column was moved into the lowest position. This collision caused a damage to the battery housing and following a short circuit inside the battery. The battery was installed by the customer and no hillrom/trumpf medical employee or authorized service partner. The service manual of the operating table indicates clearly the correct installation procedure and to pay attention for the correct installation of the battery. Based on this no further action is necessary.

Manufacturer narrative:
During field investigation by a hillrom technician it was identified that one battery has started to burn. The battery was exchanged and the device is functioning as designed. Once additional relevant information is obtained from further investigation a follow-up report will be submitted.

Event description:
The customer reported that burning odor was coming from operating table. No injury or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).